Event description:
It was reported that the customer had eye surgery and it is hard for her to see the serial number on the insulin pump. Customer stated that when she presses the act button, it keeps telling her to rewind and fill the tubing over and over again. Customer stated that she is concerned that her blood glucose level is at 425 mg/dl. Customer stated that she checked her blood glucose level about half an hour ago. Customer needs to do a new fingerstick. Customer's current blood glucose level was 486 mg/dl. Customer was having trouble viewing the screen. Customer's daughter was walked through how to program a bolus. Customer's daughter understood. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.